Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment could not be definitively determined based on the information available. There was no patient harm reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. The ivl procedure was completed, although the exact number of pulses delivered is unknown. After deflating the balloon, attempts were made to remove the ivl catheter through the sheath; however, the balloon could not be removed despite multiple efforts to pull negative against the balloon. Ultimately, the shaft of the ivl catheter detached, leaving the clear balloon inside the sheath. It was decided to remove the sheath with the balloon still inside and to re-sheath the patient with a new sheath. There was no patient harm reported.